Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 on the auxiliary unit in 3south 2 had completely failed, displaying a message indicating that none of the cubies were detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on the enhanced half height drawer auxiliary 4-1 were off of the bus. The field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 4-1 and 4-2. The fse also released all pockets, removed debris, and tested the lids. In addition, the retractor band on drawer 4-2 was replaced. The fse tested the station in diagnostics, and the customer tested the station in the medical application to confirm the proper operation. The system functioned as intended after the field service engineer (fse) repaired the device.